Manufacturer narrative:
(B)(4). Per fsr, the batteries were last replaced (B)(6) 2016. The unit had zero run hours for the last six months but stays continuously plugged in. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect batteries were returned to the manufacturer for evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the battery capacity was low. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed swelling at the positive terminals. Upon receipt the battery's conductance measured 16 siemens (s) which is non-typical, minimum specification for conductance is 75s. The other battery measured 7 volts direct current (vdc) upon receipt where 11.4 vdc is typically the lowest reading acquired from a fully discharged battery of this type. No charging of the battery pair was attempted due to the swelled terminals. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.